Manufacturer narrative:
Initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial waveform became unstable with artifacts and was difficult to read. A radial arterial line was in place providing good hemodynamics. The central lumen was capped and a transducer cable was unable to be located, so the central lumen could not be used to send the signal to the console. A chest x-ray confirmed proper placement of the iab and it was indicated that the iab was providing therapy well. There was no reported patient injury.